Event description:
It was reported in an article in journal of pediatric cardiology and intensive care titled ¿edwards sapien xt pulmonic valve compression after resuscitation and successful redilatation: a case report¿¿, approximately one week later, the patient reportedly expired.

Manufacturer narrative:
H10: date of death for this patient was not provided, date of death updated as (B)(6) 1900 for the MDR submission requirement h10: manufacturing review: a complete manufacturing review could not be conducted, as the lot number was not reported for this device. Investigation summary: the investigation is inconclusive, as the device was not returned for evaluation and no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Anja lehner, marinos kantzis and nikolaus a. Haas (2018). Edwards sapien xt® pulmonic valve compression after resuscitation and successful redilatation. Catheter cardiovasc interv, 92(3):522¿525. Doi: 10.1002/ccd.27644. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Date of death for this patient was not provided, date of death updated as 01-jan-1900 for the MDR submission requirement manufacturing review: a complete manufacturing review could not be conducted, as the lot number was not reported for this device. Investigation summary: the investigation is inconclusive, as the device was not returned for evaluation and no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported in an article in journal of pediatric cardiology and intensive care titled ¿edwards sapien xt pulmonic valve compression after resuscitation and successful redilatation: a case report¿¿, approximately one week later, the patient reportedly expired.

Manufacturer narrative:
Date of death for this patient was not provided, date of death updated as (B)(6) 1900 for the MDR submission requirement. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Device not returned.

Event description:
It was reported in an article in journal of pediatric cardiology and intensive care titled ¿edwards sapien xt pulmonic valve compression after resuscitation and successful redilatation: a case report¿¿, approximately one week later, the patient reportedly expired.